Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon opened the sterile package containing the triathlon tibial component and noticed, while still in the plastic tray, that there was a small amount of very fine debris on the component. He was unhappy to use the component and asked for another one. He then noticed the second component also had the same small fine debris on it. It was a different batch number. This time he washed the component with betadine and implanted it. It was noticed as the surgeon opened the sterile packaging, but had not yet picked the component up.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon baseplate was reported. The event was confirmed by visual inspection. Device evaluation and results:the inner blister without its tyvek lid was returned in a biohazard bag. One baseplate was returned in the inner blister for analysis. There is evidence of scuffing on the inner blister. The inferior surface of the baseplate has white debris on the keel. No outer blister or unit carton was returned for analysis. Medical records received and evaluation: not performed as the event relates to a packaging issue. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for the lot referenced. The material analysis report (mar) indicated that characterisation of baseplate component confirmed white particles on the tip of the keel area. Characterisation using stero microscopy and infrared spectroscopy confirmed particles as debris from petg inner blister tray. Particles potential originated from mechanical abrasion between baseplate component and inner blister tray. The exact cause of the event could not be determined because insufficient information was provided. Further information such as all packaging return including the outer blister and unit carton is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon opened the sterile package containing the triathlon tibial component and noticed, while still in the plastic tray, that there was a small amount of very fine debris on the component. He was unhappy to use the component and asked for another one. He then noticed the second component also had the same small fine debris on it. It was a different batch number. This time he washed the component with betadine and implanted it. It was noticed as the surgeon opened the sterile packaging, but had not yet picked the component up.